Event description:
It was reported that this inflatable penile prosthesis stopped performing as expected. The patient underwent surgery and it was observed that the tubing was torn on both cylinders, where it connects to the proximal portion, resulting in fluid loss. The device was removed. No patient complications were reported.